Event description:
The reporter stated that the surgeon was inserting a 14.0 se/3.5 diopter silicone toric lens and the lens tore. The surgeon removed the lens with no patient injury and inserted another same model lens. The reporter stated that it was due to the injector.

Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a visual inspection shows the lens is torn in half from one haptic to the other haptic which is torn off and missing. There is reddish surgical residue on the lens. It should be noted that the cartridge was not returned. Evaluation: conclusion - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.